Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available, if no investigation conclusion has been completed. (B)(4).

Event description:
Theatre clinical coordinator reported that a patient experienced a corneal friction burn. During the procedure an occlusion bell was noted for plus or minus two seconds. As a consequence of the event, a wound gape/leakage and three sutures in the cornea were required. Patient did not have corneal opacity and no swallowing/ collapsing of the anterior chamber but she had postoperative astigmatism. It was reported that the event would resolve with treatment. The patient was not hospitalized for the incident. It was unknown if medications/ therapies were used at the time of the event. In the opinion of the surgeon the vacuum/ aspiration settings caused the event.